Manufacturer narrative:
Technician found that the head of the bed would not go up due to a bad solenoid valve. Replaced valve [(B)(4)] to resolve this.

Event description:
Information received indicated that the head of the bed would not go up.